Event description:
It was reported by medwatch report #mw5003134: surgeon removed cannula from patient abdomen, noticed tip was vertically split. No known patient injury. Cannula split vertically. Surgeon noticed during removal. No procedure listed. Device listed as available for evaluation.

Manufacturer narrative:
(B)(4), date sent: 4/23/2026, batch #: c4e60t. Resubmission of initial. Tracking # (B)(4). Date sent: 09/21/2007. Information not provided during initial contact. Information anticipated, but unavailable at this time. Serial number = na.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 11/02/2007. Damaged / burnt sleeve. Evaluation summary: the analysis results found that the sleeve for the 355ld instrument a was received with the sleeve melted at the distal end. This type of damage is consistent with the one produced by an energetic device. During the assembly process, the condition of the sleeve is a 100% inspected. We have documented the circumstances as they were reported to us. The analysis results found that the sleeve for the 355ld instrument b was received with the sleeve melted at the distal end. This type of damage is consistent with the one produced by an energetic device. During the assembly process, the condition of the sleeve is a 100% inspected. We have documented the circumstances as they were reported to us. No batch record review could be performed as no lot number was provided.